Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was implanted in the patient for the endovascular treatment of a type b dissection of an unknown size occurred during a cardiac procedure that took place the previous day. Extreme aortic vessel tortuosity was noted. It was reported during the index procedure the patient developed complete heart block and a pacemaker was implanted; however it was reported that the patient expired approximately 1.5 month later. Per the physician the cause of the death is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.